Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: power on resets were observed in the black box history. No damage found to the battery compartment or the returned battery cap. The returned battery cap met all required specifications; the battery cap was found to tightly secure to the pump with no issues; no battery cap connection defects were observed. The pump was exercised for 24 hours on a 1 unit per hour basal rate with returned battery cap with no power loss issues noted. The pump cover was removed and no issues were found with the power circuit. The power complaint was verified in the history but could not be duplicated during the investigation.